Manufacturer narrative:
Product event summary: at analysis the device failed its incoming battery removal test on the console. It was additionally noted that its lower case was cracked at several places, its battery contacts were contaminated and discolored, it had missing screws in its lower case, its bail attachment cover was glued and it had cracked covers and missing parts. The needed repairs which are pending approval by the customer include replacing the super caps, assembling a new lower case and retesting on the test console to ensure it passes. The device was shipped back to the customer unrepaired labeled with a "do not use" label.. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.